Manufacturer narrative:
(B)(6).

Event description:
It was reported that patient experience bradycardia. Vascular access was obtained via femoral approach. The target lesion was located in the iliac artery. A angiojet zelante was selected for thrombectomy procedure. The patient was presented with arrhythmia. The device was purged without any error, the solution was changed for the thrombolytic and the infusion was started in power pulse mode. However at 29 seconds, the infusion was stopped as the patient presented bradycardia and became hypertensive and at the same time an error showed a fault in the saline solution line check. There were no perforations noted but the line began to bubble into solution and air was observed from the solution to the pump. The device was removed and reprime, however, the catheter showed an error. The anesthesiologist controlled the bradycardia with medication and the procedure was completed after the patient was stabilized. No further complications were reported and the patient was fully recovered.